Manufacturer narrative:
No ventilator logs have been provided by the user facility and no service on the ventilator was requested. Further information was requested but no response has been received. Information about the current status of the ventilator has not been provided. Due to the limited information provided, no investigation has been possible. Therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high peep (positive end expiratory pressure) and low tidal volume. The patient desaturated to an unknown level. The ventilator was replaced. Final patient outcome was no injury. (B)(4).